Event description:
It was reported to philips that the system's image processing computer was unable to boot up, preventing a full system boot. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) checked the system remotely and confirmed that the system was unable to boot up. Review of the logfile shows frontal ip-pc memory done/passed. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found the problem with ippc hardware and while the system was under monitoring for several days a radar alert generated due to a memory-related issue in the ippc. The philips field service engineer (fse) checked the system onsite and found that the memory error was due to which system was unable to boot up. The fse replaced the ippc, but the image quality was poor after repair. To resolve the issue, the fse reinstalled the software. The defective part was sent for analysis, for ippc no failure was observed. Due to manufacturing issues, the dimm may not function as intended, leading to issues with the system's functionality. Philips has initiated a field safety corrective action (2023-igt-bst-027). After implementation, the system was returned to use in good working order. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.